Event description:
A nurse reported that on (B)(6) 2011 the patient experienced blood glucose (bg) greater than 500 mg/dl and was taken to the emergency room (ER). She stated that the patient's bg decreased to 428 mg/dl while in the ER, and the patient was admitted to a medical unit. The nurse reported at the time of the call to animas customer support (cs) on (B)(6) 2011 that the patient's bg was 240 mg/dl. She stated that the patient remained on the pump for basal delivery while in the hospital, and was being given insulin injections by syringe to correct for food intake and bg corrections as needed. A review of the pump history indicated the following: it appeared the patient was using the pump for basal delivery only, and the total daily dose history showed no boluses for the previous four days; the most recent bolus was on (B)(6) 2011; there were no alarms noted in the history since (B)(6) 2011, when a "replace battery" alarm occurred. A review of the prime history indicated that the patient changed infusion sets/sites on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011. The nurse reported that the patient's medical doctor (md) thought the basal delivery rate was set to 2.5 units/hour; however a review of the pump settings indicated that the basal delivery was set to 1.25 units/hour. Cs assisted the nurse in changing the basal delivery rate to 2.5 units/hour per the md's request. The nurse confirmed that the time and date settings were correct, and stated that she was able to prime the pump without issues. The nurse stated that there was no evidence of any site/set issues, and there were no air bubbles noted in the cartridge. Cs concluded that disease management contributed to the patient's bg excursion. The pump is not being returned at this time. The patient continues on insulin pump therapy, and there has been no further reported incident. This complaint is being reported because the patient allegedly experienced hyperglycemia while using the pump.

Manufacturer narrative:
(B)(6). A review of the device history record indicated that the pump was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.